Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone slightly distal to the bevel edge; the metal cap is detached and returned; the distal end of the fiber/glass cap is detached and returned within the metal cap; the fiber proximal to fracture can freely rotate; the glass cap exhibits moderate devitrification at the output window. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 109,290 joules while using the surgical fiber during a prostate procedure, the fiber tip / cap detached inside of the patient and was retrieved. Time expended: 27:29 minutes; the tip / cap was not cleaned during the procedure. The procedure was completed using a second surgical fiber. Patient outcome: "ok" - there was no injury reported.